Manufacturer narrative:
Following the investigation on the returned product that was performed on sep 15, 2017, it was found that the device was not manufactured by zimmer biomet. As a result, the prior submissions for MFR- 0001038806-2017-00547, submitted on aug 22, 2017, is no longer considered reportable event by the manufacture and no further reports will be submitted. The device is a competitor product. Upon visual inspection during the investigation, the abutment screw could not be identified as a zimmer biomet. This is being submitted as additional information to the prior report after confirming that this was not a zimmer biomet product. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.

Manufacturer narrative:
Device lot # was not provided/unknown. Device has not yet been returned to manufacturer. Product not returned to manufacturer

Event description:
It was reported that patient presented with a loosened screw. The dentist attempted tighten it and torqued it to 20 ncm and the screw snapped in half. Doctor managed to retrieve both parts of the screw